Event description:
On (B)(6), 2010 the lay user/reporter contacted lifescan to report the one touch ultralink meter was giving inaccurately low readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 at 5:00 pm the patient obtained the blood glucose readings of 20 mg/dl, 36 mg/dl, 27 mg/dl and 40 mg/dl on the reported meter, which were inaccurately low compared to the patient's expected values. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient received treatment with food and/or drink; she did not seek any medical attention. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient did not suffer any symptoms and received no medical attention. However, as the test results did not correlate with the patient's lack of symptoms, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.